Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. Per the user guide: incomplete bolus alert this bolus has not been delivered. What does it mean? You started a bolus request but did not complete the request within 90 seconds. Tap close. The bolus screen will appear. Continue with your bolus request, or tap back if you do not want to continue your bolus request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 400 mg/dl and ketones were present. Customer was vomiting and in pain. Boluses via the pump were delivered and the infusion set was changed to address bg. Customer was admitted to the hospital for diabetic ketoacidosis (dka). Healthcare provider identified ketones as being dangerous. Intravenous insulin was administered. Elevated bg/dka were resolved and the customer was discharged on (B)(6) 2019 with no permanent injury. Healthcare provider alleged the pump was not delivering insulin properly. Prior to hospitalization, an incomplete bolus alert was received and contact confirmed the bolus was delivered. Reportedly, customer used pump supplies for 4-5 days. Tandem technical support (cts) informed customer that the supplies were labeled for 48-72 hour use. Cts performed a pump system check and the pump was found to be functioning as intended.